Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms on the right ventricular (rv) channel. The patient was later brought back in and fluoroscopy taken of the system did not reveal any abnormalities. Arm movement did produce some oversensing of noise on the shock electrogram. The physician suspected a lead to connector problem in the header of the ICD. No changes were made and the ICD remains in service. The rv lead is a non-boston scientific product. There were no adverse patient effects reported in this event.